Event description:
The reporter indicated that a 12.6mm vicmo 12.6implantable collamer lens of -6.5 diopter was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of corneal angles. The exchange resolved the problem. "During the operation, the doctor used the operating microscope to see that there was a crack beside the center hole of the lens. Dr.(B)(6) used the spare lens for the left eye." Cause is reported as unknown.

Manufacturer narrative:
Weight-ethnicity:unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).